Event description:
It was reported that, during thr surgery the dbl offset broach hdle lt would not engage the broach completely, so when checking the broach size the handle would move, not allowing the surgeon to judge if to up or not. The surgeon used a smith and nephew backup device to check and go up in size. No delay was reported. No other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.